Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available.